Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit boards and bios were rest and the calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the system failed to boot up. No report of pt injury.